Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clip appliers misfired. They opened new clip appliers to complete the case. There was no harm to patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with eight clips remaining. During a functional evaluation, there was a clip in the jaws. The handles were cycled, the clips were fired properly on test media with proper formation. In addition, the interlock engaged when the cartridge was empty. The instrument was binding. The ratchet system was not functioning properly. The instrument was disassembled to reveal damage to the ratchet system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. If information is provided in the future, a supplemental report will be issued.